Event description:
When surgeon lightly tapped the tc3 femoral trial construct to get it out of the femur, stem disengaged from rest of femoral construct. When the trial stem extractor instrument was used, the end bit sheared off into the stem fitting making it impossible to remove the stem (despite numerous attempts with other equipment). The surgeon was eventually forced to make a new window into the femur to remove the trial. Further info received on 02/02/2010: as stated in (B) (4) of the form, in addition to the 1 hour surgery delay, the surgeon was forced to make a window into the pt's femur to remove the stem, i.e. He had to make a hole in the intact femoral bone. And, as noted in (B) (4), this then necessitated cabling up the femur (which would otherwise not have been done) and will have delayed patient mobilisation (e.g. The need to use crutches) in the short term. Long term the surgeon doesn't expect problems as a result of the window in the femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.